Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they were getting sample volume errors for hdl-cholesterol plus (hdl). They stated that there were questionable results for a total of three patient samples tested for hdl. Of the three samples, one was found to have an erroneous result that was released outside of the laboratory. The sample initially resulted as 5 mg/dl and this value was reported outside of the laboratory to the physician. The physician ordered a repeat of the sample. The sample was repeated and resulted as 60 mg/dl. The sample was also sent off site and run on a (B)(4) analyzer, resulting as 51 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The hdl reagent lot number was 67566201 with an expiration date of 06/30/2014. A field application specialist went to the site and noted that the ld settings for the instrument were set to 1, but the install protocol noted that this setting should be set to 2. It was recommended to the field application specialist to change this setting to 2 per the installation protocol. The field service representative could not determine a cause. He replaced the probe on st2 and level detection cable as a precaution. He replaced water filter 4. He cleaned and lubricated the system. He performed workstation accuracy. He checked pressure and z-ropes tension. He ran a check test. The customer was able to run quality controls without receiving alarm flags. Further investigations could not determine a specific root cause due to lack of information.